Event description:
Related manufacturer reference number:1627487-2022-05463. It was reported the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue. It was noted during the procedure that the s8 had also migrated; therefore, the lead was also replaced during this procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.